Manufacturer narrative:
The product remained implanted, therefore no product analysis could be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed with moderate paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed. A second transcatheter bioprosthetic valve was implanted reducing the pvl to trivial-mild. No adverse patient effects were reported.